Manufacturer narrative:
Received one sl bioflo PICC for evaluation. Visual / microscopic exam: as received, the catheter was trimmed to approximately 39 cm mark. The returned bioflo PICC appeared used. The female luer lock component of the purple valve was confirmed to be cracked just adjacent to the parting line. There were no other visual defects noted to the valve or catheter. Functional check: an accurate verification/measurement could not be performed for the female taper and threads of the valve due to the crack. The customer's complaint description is confirmed for cracked hub luer. No component molding non-conformances or other damage was observed during visual inspection of the returned sample. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). A contributing factor to the over-tightened connection may be the mechanics / hand placement during infusion access. It is preferable to grasp the needleless connector (nc) when connecting a syringe / tubing to it rather than grasping the pasv valve luer hub while making a connection with the nc. Grasping the pasv valve hub while connecting a syringe / tubing set to the nc can transmit additional torque to the pasv female luer hub. Inadequate flushing of the device lumen may also be a contributing factor. The device history records for the bioflo pasv PICC packaging, PICC assembly, valve assembly and luer hub molding lots were reviewed for any deviations related to the reported hub crack failure mode. The review confirms that the lots met all material, assembly and performance specifications with no internal non conformance reports (ncr) written. Investigation owner: (B)(6). DHR review/shr review: the reported packaging lot: (5528636) for item number: h965458910 had component 46700117 (lots: 5519307 and 5519309) packaged in it. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Similar complaint trend review: complaint number:(B)(4) were also reported against packaging lot: {5528636} and bioflo PICC (lots: 5519307 and 5519309) for similar issues. A review of the january 2020 angiodynamics vascular access complaint report for trending noted the following complaints reported for the bioflo PICC product family for the failure mode "hub broken / cracked {pasv & hybrid}": november 1, december 1 and january 1. This does not constitute an adverse trend. Risk management / labeling review: risk management review: fmea / risk assessment reference document: biostable PICC rmwb, document number p001333, rev. Pp, index line 103 (luer threads leak / crack). Severity rating (from fmea): 2 minor occurrence rating (from fmea): 3 moderate (501-5,000 ppm). Actual ppm: 93.3 ppm (15 occurrences of "hub broken / cracked" for bioflo PICC w / pasv product family / (B)(4) units sold [last 15 months] per january 2020 complaint report). Occurrence rating (actual): 2 low (51-500 ppm) when including the 6 occurrences from pr24129, pr24165, pr24167, pr24169, pr24170 and pr24171 the 21 total occurrences: 130.6 ppm, which is still an occurrence rating: 2 (low). The actual occurrence rating is within the expected occurrence rating listed in the risk documentation. Labeling review: the dfu that is supplied in bioflo kits item number: {16600224-01} contains the following precaution: it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing: recommended procedure: 1. Flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. 2. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Warn ing: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. 3. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: place a cap on the hub after use to reduce the risk of contamination. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint#: (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
Customer reported that the bioflo catheter, 45-891, was observed to have a cracked hub. No patient injury or complications were reported. It was reported the defective disposable device is not available for return to the manufacturer.